Event description:
This is 1 of 3 reports linked to mfg report numbers 3004608878-2026-00026 and 3004608878-2026-00027: a facility reported that the mayfield ultra base unit (a2101) was part of a cervical stabilization case where the physician stated that the entire system felt like it slipped. The procedure was completed per usual with no injury to the patient, who is recovering as expected. Additionally, there was no surgical delay.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the evaluation of the returned unit shows that the shock cushion has moved forward in handle and is impeding the 6in transitional from going into handle. The 6in transitional has worn teeth, the shock cushion and 1/4in pin are worn, and the adjustment wrench has worn threads. Additionally, the unit was purchased in 2019 and has no service record; therefore, it is recommended that the unit receive a preventive maintenance (pm) service. To resolve the issues, the adjustment screw, finishing cap, adjustment wrench, 1/4 pin, 6in transitional, isolator lock pins, shock cushion, labels and roll pin will be replaced with general maintenance and cleaning. Root cause - complaint confirmed via inspection of the unit. The unit has worn teeth on the 6in transitional, the swivel adapter has worn teeth on the swivel sleeve, and it was not able to properly mesh up with the teeth on the transitional. Unit was purchased in 2019 and has no service record; therefore, it is recommended that the unit receive a pm service. The probable root cause is routine wear and lack of proper maintenance. No further corrective action is required beyond the repairs based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.